Event description:
Account states that the patient received noradrenaline at a rate of 80ml/hr. The dr wanted to change the rate. This was done correctly, but when he had to confirm the new rate, he erroneously pressed the on/off button instead of the start button. The pt experienced an intense fall in blood pressure and received ephedrine. The blood pressure raised. Per account, the pt died at a later time, but of other causes. Add'l info: "the responsible doctor does not have permanent employement at the hospital and he was not trained in the use of the pump. He claims that other pumps have a delayed reaction when pressing the on/off button."